Manufacturer narrative:
The user facility did not involve the local dräger sales and service organization into examination of the device and did not provide further information. Hence, a case-specific evaluation is not possible; a reliable conclusion in regard to the root cause cannot be drawn. The workstation consists of two functional units - one is the ventilation unit and the other one is the cockpit with user interface. A malfunction of the cockpit has no effect on the ongoing ventilation. The ventilation unit is equipped with a secondary display from which the user can observe the ongoing ventilation when the cockpit has a malfunction during a running ventilation epsiode. This helps that another device can be introduced in a controlled maneuver. It is recommended to have the device checked by trained service personnel. The serial no. Listed in the user facility report cannot be found in our system. No further information regarding the unique device identifier (UDI) or serial no. Of the device were provided by the user facility upon request. Therefore, the UDI of the device and production date cannot be determined.

Event description:
It was reported that the device suddenly displayed a flashing screen during use, followed by a black screen. The ventilator was replaced. There were no health consequences for the patient reported.